Manufacturer narrative:
This report is submitted on february 17, 2020.

Event description:
Per the clinic, the patient experienced poor external magnet retention. The patient had a skin flap revision surgery in (B)(6) 2019 (day unknown).